Event description:
An endurant stent graft enbf2513c170ee was implanted in a patient during the endovascular treatment of an 45mm abdominal aortic aneurysm. It was reported during the index procedure enbf2513c170ee was deployed after being positioned at the target site. After deployment of the main body, a contralateral iliac covered stent graft (enlw1613c80ee) was connected. Intraoperative angiography revealed a significant endoleak involving the main body bifurcate. Due to the membrane leak of the covered stent graft, the procedural outcome was suboptimal. As a bailout measure, balloon dilation was performed at the junction between the main body stent graft and the contralateral iliac covered stent graft to complete the procedure. The endoleak did not resolve. The cause of the endoleak was not reported. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion the reported endoleak could be confirmed on the films provided; however, the exact cause or type of endoleak could not be confirmed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source was not seen, and only a single imaging viewpoint (a-p) was observed in the angiogram provided; thereby, making determination of the endoleak difficult. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Although a type ia endoleak could not be identified, it could also not be ruled out on the imaging provided. A type iii fabric endoleak would be less likely to have occurred at index and there appeared to be sufficient component overlap to make a type iiia separation endoleak unlikely also. There was no clear angiographic evidence of a distal type ib endoleak; however, this cannot be definitively excluded as a potential contributor to the observed contrast in the left limb. A type ii endoleak also cannot be ruled out and would be a likely contributor at least, to the contrast leakage observed. Overall, the imaging is most consistent with an acute type IV endoleak (contrast blush), which would be expected to self-resolve within 24 hours. Type IV endoleaks may present as a focal leak, particularly at the flow divider, where graft porosity is higher. Procedural and physiological factors¿such as anticoagulation (e.g., heparin dose), outflow resistance, image quality, and aneurysm sac characteristics (particularly within the iliac region in this case)¿may also have contributed to the appearance of a suspected type IV endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.